Manufacturer narrative:
(B)(4). The device was manufactured july 21, 2014 to july 23, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a white particle approximately 2.03mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy determined that the particle was made of acrylic. The cause of the particulate matter could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was recieved and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter within its bladder. This was found before use. The device was filled with piperacillin, tazobactam, meropenem, ertapenem and tobramycin. There was no patient involvement. No additional information is available.